Event description:
The customer's family/friend reported via phone call that the customer had high blood glucose and that the insulin pump alarmed no delivery. The customer's blood glucose was 491 mg/dl. The caller stated that the customer gave an automatic bolus and delivered 1.65 units before the alarm. They changed the entire set out again. They had previously received a no delivery alarm during the manual prime. The customer stated that he only received 3.3 units of insulin total, and they had waited about an hour. They were advised to disconnect from the device, disconnect the tubing and reservoir, then reconnect the tubing and reservoir. They noted insulin exited with a manual plunger push. They were advised to rewind the device, reinsert the reservoir and run a manual prime to at least 5.0 units. She stated that the insulin pump did not alarm no delivery and was advised that the insulin pump worked as designed. They declined troubleshoot for high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.